Event description:
During an acl (anterior cruciate ligament) reconstruction procedure using a fast-fix 360 reversed curve ndl deliv, it was reported that the second implant (t2) did not deploy when the deployment knob was depressed. The second implant (t2), suture and inserter device were removed, leaving t1 in the patient unsupported. The sales representative noted that the shaft of the inserter was bent. The procedure was completed with another a fast-fix 360 reversed curve ndl deliv. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curve ndl deliv, with t2 and the suture off the inserter, was returned for evaluation. The device actuated and cycled per design. The depth straw was removed and a slight bend to the needle was observed. The complaint mode of t2 not deploying could not be confirmed. The bend in the needle may have been a contributing factor. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further analysis is required. The instructions for use states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ (B)(4).